Event description:
It was reported that the device overheated during use in a procedure, and the patient obtained a first degree burn to the incision site of the cheek at the user facility. No further information was provided by the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not returned.

Event description:
It was reported that the device overheated during use in a procedure, and the patient obtained a first degree burn to the incision site of the cheek at the user facility. No further information was provided by the user facility.